Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported as the reason for complaint. Unable to confirm complication. Device not explanted. Updates/corrections made to section g3, g6, h2, h3, h10.

Manufacturer narrative:
Capsule contracture was reported as the reason for explant.

Event description:
Capsule contracture.